Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent cardiovascular surgery on (B)(6) 2010 and suture was used. The tip of the needle broke on exit of the sternum and appeared to have flipped onto the floor away from the sterile field. An x-ray was taken on the operating room table, and the needle was not retained. A second like device was used with no adverse pt consequences.